Manufacturer narrative:
Investigation summary: the customer reported the enteral feeding set was leaking the diet. Not patient injury/harm reported. The device history record (DHR) review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. Lot and failure mode trending was reviewed and no trends were identified. One used sample was received for evaluation. Visual inspection and functional testing found the device functioned as specified; therefore, the no fault was found and the complaint is not confirmed. No further action is required at this time. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported the enteral feeding set was leaking the diet. There was no patient harm.